Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that when the dilator was introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hemostatic valve became twisted, pinched and became damaged. Minimal blood leaked through the valve. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. No medical/surgical intervention was required. No air entered to the patient. The sheath was replaced, and the issue resolved. The procedure was continued. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. The issue reported was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initially it was assessed that there was a hemostatic valve separation issue. The biosense webster, inc. Product analysis lab observed on august that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. Therefore, the hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation was completed on september 2, 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that when the dilator was introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hemostatic valve became twisted, pinched and became damaged. Minimal blood leaked through the valve. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. No medical/surgical intervention was required. No air entered to the patient. The sheath was replaced, and the issue resolved. The procedure was continued. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath, for this reason. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).